Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via social media that customer experienced keypad anomaly. Customer reported that buttons were difficult to press. Customer's blood glucose was unknown. Customer states that issue caused high blood glucose. Customer called helpline and stated that insulin pump would be returned.